Event description:
It was reported that a patient never had therapeutic effect with her pump. The initial medication dose was morphine at a concentration of 20 mg/ml and a daily dose of 4 mg/day. The dose was increased to 9 mg/day with no clinical benefit. Troubleshooting was done, including a (B)(4) and dye study; both were negative for any problem(s). It was noted that the catheter tip was at l2, which was not where it was intraoperatively. Pump logs were obtained and no alarms were noted. On (B)(6) 2011, the physician performed a catheter revision and implanted a new spinal segment. As of then the patient was on a daily dose of 8.994 mg/day. The patient's status was undetermined at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that as of (B)(6) 2011 the results of the roller study were still unknown. Additionally, it was still unknown if the catheter revision resolved the therapy-related issues for the patient.